Manufacturer narrative:
The report from the affiliate indicated that this male pt underwent the index procedure on (B)(6) 2004 of the proximal/middle (lad) left anterior descending artery. During the procedure, a 3x28mm cypher stent was deployed in the middle lad, and 3x23mm cypher stent was deployed in the mildly calcified proximal lad. The report indicated that during the deployment of the second stent at 12 atmospheres the indeflator pressure started to fall. Once the stent delivery system was removed from the pt, the balloon was inflated and a pinhole leak was observed in the balloon. There was not noted pt injury. Additional info will be submitted within 30 days upon receipt.

Event description:
Balloon leak.